Event description:
It was reported: breakage of the catheter into the intravascular catheter portion. Removal and replacement of another device. Pt in good condition.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewf0091 showed no other similar product complaint(s) from this lot number.